Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for right femoral shaft fracture with the femoral recon nail (frn). The surgery was completed successfully without any surgical delay. On (B)(6) 2021, it was confirmed by x-rays that the nail had been broken. The revision surgery was scheduled for (B)(6) 2021 to replace the broken nail with new retrograde intramedullary nail. The surgeon commented as follows. Although callus was formed around the fracture site, the cable wound for reduction may have inhibited the union. The nail breakage was attributed to metal fatigue caused by delayed union. No further information is available. This report is for one (1) 11mm / ti cann frn / gt 380mm / right - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.033.168s, lot: 5l94381, release to warehouse date: 18 september 2019, expiration date: 01 september 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.